Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 81. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient reported that he had to be hospitalized via ambulance due a seizure and low blood glucose (bg) levels. His blood glucose history is as follows: time, bg (mmol/l)/(mg/dl): on (B)(6) 2019: 11:00, 7.6/137. 14:45, 6.1/110. The patient was placed on an intravenous therapy of sugar while in the ambulance on the way to the hospital. 18:57, 7.8/141. 19:21, 7.4/133. 21:12, 7.8/141. At the hospital it was determined that the bg meter in the omnipod personal diabetes manager (pdm) was reading off by at least 2 points compared to the hospital¿s bg meter. A bg meter comparison was performed and the patient's pdm read 15 mmol/l (270 mg/dl) vs 17.3 mmol/l (312 mg/dl) for the hospital¿s meter. The pod was worn between 36 and 48 hours on the abdomen. The patient was kept overnight and had his heart monitored.

Manufacturer narrative:
The returned device was evaluated and during the blood glucose meter strip insertion verification test the omnipod personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issue noted. All readings were found to be acceptable for each test point. The pdm was found to function as intended.